Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the cause for the too aortic placement and the valve landing canted/tilted was due to patient (calcification in the lvot) and procedural factors (co-axiality alignment). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences (B)(6) affiliate, during a transfemoral transcatheter aortic valve replacement (tavr), the 23mm sapien 3 valve was positioned approximately 100:0 aortic/ventricular (a/v) due to calcification in the left ventricular outflow tract (lvot). The coaxiality could not be maintained during valve deployment, and the valve landed obliquely. Final valve position was 100:0 a/v at non-coronary cusp (ncc) side and 120: -20 a/v at left coronary cusp (lcc) side. The valve did not engage with the annulus at lcc side. A decision was made to place a second valve to secure the initial valve. The 2nd 23 mm sapien 3 valve was deployed 90:10 a/v as intended. The both valves were deployed with 2 ml less than nominal. There was no injury or complication reported. The patient¿s native annulus area and diameter measured 314.0 mm2 and 24.2 mm, respectively. The native aortic annulus and root were moderately calcified. There was calcification in the lvot and the sinus of valsalva (sov) was reported to be obliterated. In addition, the coronary height measured 15.6 (left) and 17.0 (right).